Manufacturer narrative:
H.6. Investigation summary six photos were provided to our quality team for investigation. Through visual inspection, a leakage past the stopper can be observed. There was no damage noted in the plunger rod or other components that could have caused a leak. A device history review was performed for the reported lots 1901351 and 1904352, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that product leaked past the bd plastipak¿ luer-lok¿ syringe plunger and fluid line during use. Lot#'s 1901351 and 1904352 were reported to have been involved in this event, but it is unknown how many occurrences happened within each. The following information was provided by the initial reporter: "product leaking through plunger and fluidical line".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1901351, medical device expiration date: 2023-12-31, device manufacture date: 2019-01-10, medical device lot #: 1904352, medical device expiration date: 2024-03-31, device manufacture date: 2019-04-08. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that product leaked past the bd plastipak¿ luer-lok¿ syringe plunger and fluid line during use. Lot#'s 1901351 and 1904352 were reported to have been involved in this event, but it is unknown how many occurrences happened within each. The following information was provided by the initial reporter: "product leaking through plunger and fluidical line".